Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. (B)(6). E3 - occupation: regulatory affairs specialist. H3 ¿ the device return is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter was leaking. The drainage catheter was placed during a gallbladder procedure and was noted to be leaking "at the proximal connection point". The drain was replaced with another unknown drainage catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.